Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure using the evercross 035 balloon, a balloon burst occurred. The event took place in the left superficial femoral artery at the mid-location, which was severely calcified with 80% stenosis and a diameter of 5 millimeters. A 6fr non medtronic sheath and a 0.018" non medtronic guidewire were used. The balloon was inflated using a non medtronic inflation device and 50/50 contrast inflation fluid. The balloon burst was circumferential/radial and occurred on the second inflation. The balloon did not detach. The balloon was safely removed from the patient. The procedure was completed with angioplasty and continued with atherectomy. No patient complications have been reported as a result of this event.